Event description:
It is reported that the surgeon asked for +0 head and when the nurse opened the box, she noticed the paper covering to the plastic non-sterile box was very thin. She thought it didn't look right and may compromise sterility, so didn't open the implant.

Manufacturer narrative:
Evaluation summary: this package exhibits characteristics of having been over-heated, or over-sealed on the corner of the cavity. A peel test was performed on one of the returned parts, and the results were well over the minimum specification (spec: 1 lbf/in, results: 2.773 lbf/in). From these results, combined with visual examination, it can be concluded that seal integrity is not compromised. Additionally, previous validation testing indicates that seal integrity is not compromised when the packaging exhibits the appearance of the returned items. In order to reach a point where seal integrity would be compromised, the heat seal parameters would have to be set so high that the packaging cavity would be destroyed before sterility would be an issue, however, the package appearance is not acceptable cosmetically, and could lead the end user to question whether or not to use the device (as occurred in this case). CAPA included validation of the sealing parameters in order to determine the optimal setting needed to both maintain sterility and achieving acceptable cosmetic results. Device history records indicate all components were manufactured and inspected to specification.